Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery sys. The plunger broke on the handpiece and the spring came out. The physician used a hemostat to detach the capsule from the delivery sys. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.